Event description:
It was reported that this right ventricular (rv) lead was explanted due to the patient developing superior vena cava syndrome, as such this rv lead was removed and a stent was placed. No additional patient effects were reported.